Event description:
It was reported that during an ileal loop cystectomy the device would not cut and tore vessels while working on the mesentery. The knife was dull and sticking. Another device was used to complete the procedure. There was no patient injury. It was later reported that in addition to the knife not being sharp there also was healthy tissue sticking to the jaws. Opening the jaws caused bleeding. The bleeding was controlled but information regarding how the bleeding was controlled was not available. There was no "catastrophic event." There was no issue with the device's ability to seal. It was not known whether any tones were heard or whether the jaws were being cleaned between uses.

Manufacturer narrative:
The device was received by the manufacturer and is currently undergoing investigation. A supplemental report will be sent when the investigation is complete.

Manufacturer narrative:
The device was returned for final investigation in good visual condition. Upon evaluation it was found that there was a spot present on the center of the blade likely due to oxidation of present contaminants. No other deformations were present on or of the blade. There was no evidence of a functionality or cutting defect found as the device passed cutting testing. The device was electrically tested and passed all testing. There was no difficulty in actuating the blade. The device history record was reviewed and no discrepancies were found.